Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician stated csi did not cause the slow flow event. However, the physician did not provide a rationale as to why csi did not contribute to the issue. Therefore, csi is reporting this event. Csi ID: (B)(4).

Event description:
A combination of orbital atherectomy, intravascular lithotripsy, and angioplasty were used to treat lesions in the superficial femoral artery (sfa) and proximal popliteal artery. Imaging was not performed between these treatments. Slow flow to the lower extremity was observed on imaging following angioplasty. The patient was placed on an alteplase drip overnight. In the opinion of the physician, the patient's existing poor cardiac output contributed to the poorer flow at the end of the case. It was unclear whether a csi device contributed to slow flow. The patient was well following the procedure.